Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had a blood glucose reading of 402. The customer declined troubleshooting for the high blood glucose reading. The customer reported she was working out and sensor glucose reading was way off and that was after accidentally bumping the sensor and the sensor partially pulled out. No further information reported. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.